Manufacturer narrative:
Based on available information, instrument data shows an increase in glucm recovery between the qcs performed on (B)(4) 2011, at 9:47pm and (B)(4) 2011, at 7:21am with the same reagent s/n and no calibration in between. Customer continued to run the instrument without any action taken and was generating patient results. Hotline advised the customer to shut down the module and await a service call. A field service engineer (fse) was dispatched and replaced the module and glucose electrode. The fse obtained instrument event log records and they indicated potential intermittent no stirring of glucose stirrer motor during the time of the event. The motor was replaced. Although hardware was replaced, service continues to monitor this account. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that false high glucose (glucm) serum and false high csf results were noted when running in duplicate mode on uniceldxc 800 pro synchron clinical systems and comparing the results to their other instruments. Upon investigation, more than a hundred other patient samples reported this date were noted to be discrepantly high after running them back on another instrument. No patient results were amended for the 100+ serum samples because the customer determined the difference in results were not clinically significant. Customer confirmed these patients did not have their treatment altered or withheld.